Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose read "high" (>27.8 mmol/l,>500 mg/dl) while wearing the pod on the arm for between 5 and 24 hours. The patient was treated with insulin injections and insulin utilizing intravenous therapy. The patient was discharged after 2 days. The pod was discarded.